Manufacturer narrative:
Inspected two opened/used reservoirs and performed manual prime and high pressure test per specifications. All three reservoirs passed per specifications. No leakage/air bubbles anomalies were observed during analysis. Checked o-rings for defects and none were found. No connector anomalies were observed during analysis. Inspected three randomly sealed reservoirs and performed manual prime and high pressure test per specifications. All three reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings for defects and none were found.

Event description:
It was reported that insulin was leaking past the o-rings from the reservoir. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.